Manufacturer narrative:
The service rep found mainframe key halfway between the off and on positions. This stops lift movement without a lift disabled warning. Placed key in the on position and verified system operation. System operational at this time.

Event description:
The customer reported the 9800 system was reported to have an inoperative lift motor. No pt injury.